Manufacturer narrative:
The service rep confirmed no-boot issue, main frame never locked into boot sequence. Found 5vdc on tech proc pcb at 4.72vdc. Traced back to poor contact at circuit breaker. Cleaned and lubricated circuit breaker contacts and rebooted system to find 5.10vdc on tech proc pcb. System booted correctly 12 times after contacts were cleaned. Discussed issue with second shift supervisor "liz" and had system re-booted multiple times over night. Discussed issue next morning with customer. Customer confirmed system booted everytime attempted through the night and again this morning. System operating as intended.

Event description:
The customer reported the system would not boot. Another system was brought in to complete the cases. No patient injury was reported.